Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that 10 days post-implant, wound swelling was observed. Debridement was performed from the wound. Two weeks later, another hematoma occurred causing an infection. Pacemaker and lead were explanted. The wound was cleaned, and a new system was replaced. The patient is in stable condition before and following the procedure.